Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-13136 related manufacturer reference number: 2017865-2023-13137 related manufacturer reference number: 2017865-2023-13138 it was reported that the implantable cardioverter defibrillator (ICD), left ventricular lead, atrial lead and right ventricular lead were explanted due to infection. The patient was in stable condition throughout the procedure.